Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported "failed 800mls rate test", which was not reproduced. Baxter's device evaluation found the device to under deliver by approximately( B)(4) when the device was delivering at a rate of 800 ml/hr during flow rate testing which is within specifications ((B)(4)). No component could be identified for causality. This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-03145 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "failed 800mls rate test" during incoming inspection. The customer stated "the results were consistently low." It was also reported there was no patient involvement.